Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratched screen which was barely readable. Customer stated 2 big scratches go across the screen. Customer stated they can not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. The test p-cap locks properly in place in the reservoir compartment noted. No missing segments or partial display noted. Insulin pump received with minor scratched liquid-crystal display window.